Event description:
It was reported that during a lap cholecysectomy procedure, the clips were not forming. A new device was used to complete the procedure. No adverse pt consequence was reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.